Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bottom of an exactamix 500 ml eva tpn bag was not sealed and was leaking. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, eighty-nine companion samples were received for evaluation. Three random samples were pulled for inspection. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information beco me available, a supplemental report will be submitted.